Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain during intercourse. Physical examination revealed a bending of one of the prosthesis rods, with the proximal portion positioned contralaterally; therefore, a revision surgery was suggested. No additional patient complications were reported.